Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) tried to adjust the transducers, but it was no longer possible. As a result the fse replaced the front end board and all three transducers were adjusted and calibrated. The fse performed the leak tests and bump test, to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer has reported that after start up the cs300 intra-aortic balloon pump (iabp) had a repeated error code # 1 and then unit was locked for use. No information regarding patient involvement. However, no adverse event was reported.